Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles had no insulin flow during injection. The following information was provided by the initial reporter: ¿parent of consumer reported during injection, no insulin flow. He provided two lot numbers and description of pen needles used. Using a nano pen needle and mini pen needle. Discarded samples. Lot: 7101669 for nano, lot: 5161322 for mini pen needles. Stated he was reading information from actual pen needle. Boxes discarded. Stated he and his son are diabetics and they are sharing pen needles. Consumer not sure which pen needle had the issue, mini or nano. Uses a flex pen".

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles had no insulin flow during injection. The following information was provided by the initial reporter: ¿ parent of consumer reported during injection, no insulin flow. He provided two lot numbers and description of pen needles used. Using a nano pen needle and mini pen needle. Discarded samples. Lot: 7101669 for nano, lot: 5161322 for mini pen needles. Stated he was reading information from actual pen needle. Boxes discarded. Stated he and his son are diabetics and they are sharing pen needles. Consumer not sure which pen needle had the issue, mini or nano. Uses a flex pen.¿